Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017 the patient was seen in clinic and the driveline site was draining. The patient had been doing daily dressing changes. Hypertrophic granulation tissue was noted at this time and there was a small amount of serosanguinous drainage. Additional information has been requested but not received.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.